Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. During evaluation, verified that handpiece got hot. Handpiece had cap damaged from coming in contact with rotor. Turbine failed from cab bearing damaged.

Event description:
It was reported that a midwest e 1:5 ca overheated during use and burned a patient. No intervention was required.